Manufacturer narrative:
Correction: section d serial number; h6 device manufacture date.

Manufacturer narrative:
Correction: section d serial number; section h device manufacture date correction: section d serial number; section h device manufacture date.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Touch screen was unresponsive and unreadable. Customer's blood glucose (bg) was 522 mg/dl with a trace of ketones. Customer did not experience any injury. Customer used insulin pens to address bg. The customer reverted to an alternate method in insulin therapy.